Manufacturer narrative:
The jetstream g2 catheter and guidewire were returned with the guidewire lodged in the catheter lumen. Visual observation confirmed the distal end of the guidewire was missing. The physical evaluation of the device revealed tissue in the drive coil (the guidewire lumen) which can occur during use of the device. Additionally, a guidewire fracture was discovered within the guidewire lumen of the catheter. Further investigation was unable to determine a root cause for the guidewire breaks. Note: in-stent restenosis pts are listed as a special pt population (i.e., the safety and effectiveness of the jetstream g2 system has not been established in this group of pts) in the IFU. Reference medwatch report, MFR report # 3003603429-2009-00039, for the first device used in this case.

Event description:
Two jetstream g2 catheters were used to treat a completely occluded viabahn graft in the sfa and stenosed distal popliteal artery. Another manufacturer's commercially available guidewire was placed to the treatment location per the jetstream g2 IFU. The first g2 device was advanced over the guidewire to approx 10 cm down the sfa artery when the physician felt like the device was not advancing smoothly and the rpms were dropping. He then noticed the tip of the guidewire, about 3 to 4 cm, was detached from the rest of the guidewire. The piece of guidewire was retrieved with a snare. A new commercially available guidewire was placed to the treatment location per the jetstream g2 IFU. A second jetstream g2 device was opened and used. The device was advanced over the guidewire to pass through the viabahn stent and then decreased in rpms. The second guidewire broke approx 3 to 4 cm from the tip and embolized to the foot. The physician attempted to remove the device over the guidewire but it felt like the guidewire was "binding" inside the catheter. The device and guidewire were then withdrawn together. Upon removal the physician noted what appeared to be graft material or thrombus on the guidewire. An angiogram showed spasm in the peroneal artery and an occlusion at the ankle most likely due to spasm or embolic debris. Pta was performed and tpa and nitroglycerin were administered. The pt was reported to have a fragile cardiovascular system and experienced a myocardial infarction (mi) two days later while still in the hospital. The physician believes the mi is unrelated to the procedure. The pt eventually had a below the knee amputation. Further follow-up regarding final pt outcome is ongoing.